Manufacturer narrative:
Internal file number - (B)(4). Correction: device code 2920 removed. Evaluation summary: a visual inspection was performed on the returned device and the reported balloon rupture and balloon separation were confirmed. The reported difficulty to remove from the anatomy was unable to be confirmed as its base on operational circumstances. It should be noted that, the instructions for use (IFU), states: maintaining a vacuum in the balloon, withdraw the catheter. Note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. Instead of using gentle counterclockwise twisting motion to remove the device, force was applied resulting in the balloon separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted balloon and inner member separations appear to be related to user error. Based in the reported information, during the procedure the balloon ruptured causing the balloon to become stuck or trapped in the anatomy resulting in the difficulty to remove. During retraction, the physician used excessive force to remove the device resulting in the balloon and inner member separation and noted damages. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified iliac artery. An unspecified armada balloon catheter was used and the balloon was inflated at 3 atmospheres. However, the balloon ruptured and the device became stuck with the anatomy. When the device was pulled out of the anatomy using excessive force, only the shaft of the device was removed and part of the balloon remained in the anatomy. Therefore, a snare device was used to remove the balloon. An unspecified stent was then implanted to successfully complete the procedure. No additional information was provided.